Event description:
Analysis of the returned device revealed that the balloon was torn and that it leaked. There were no clinical consequences to the patient.

Event description:
Analysis of the returned device revealed that the balloon was torn and that it leaked. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that there were no anomalies noted to the hub of the balloon catheter. Under microscopic inspection, a tear was noted to the distal end of the balloon. During functional analysis, the device was flushed and water exited the distal tip of the balloon catheter. A demonstration synchro 0.14" guidewire was advanced through the balloon catheter without any difficulty and the guidewire was advanced to the tip of the catheter. An attempt was made to inflate the balloon and a leak was noted to the distal end of the balloon. Based on the investigation and the information available, it is probable that the balloon was damaged during the preparation of the device.